Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing high blood glucose and his doctor stated that the insulin pump was not giving insulin. Troubleshooting was performed, and the high pressure test failed the second time. No further information was provided.

Manufacturer narrative:
The insulin pump unable to prime during prime test and received motor error alarms during rewind test due to moisture damage to force sensor and corroded motor home switch. Unable to perform basic occlusion, occlusion test and excessive no delivery test due to prime/fill anomaly.